Event description:
It was reported the pump battery will not charge and a heat/electrical issue with the pump and/or charging supplies. There was no adverse impact to customer's blood glucose level. A replacement cable and wall adapter was sent.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.